Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while stapling during a laparoscopic sleeve gastrectomy, the surgeon was able to press the green fire button but then it was impossible to squeeze the handle. The same event occurred on two units of the device. Another handle was used on the same reloads to complete the case.